Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a the driveline sheath was damaged. There was a cut in the driveline sheath.  There was a tape job that was insufficient. Servicing was required, and the device remained implanted and in service. The pump was not stopped, and the patient did not require prophylactic treatment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed evidence of a self-repair and damage to the outer sheath. In addition, the visual evidence revealed discoloration of the outer sheath and damage to the inner lumen, leading to exposed insulated cable wires. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the reported self-repair can be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the observed inner lumen damage may be attributed to handling of the device and/or wear over time after the sheath damage left the inner lumen exposed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b3 date of event and g3 date MFR rec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.